Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms causing a switch in sensing from bipolar to unipolar. During troubleshooting, when bipolar sensing was reprogrammed, the rv lead exhibited no capture and high threshold measurements. The rv lead was left in a unipolar sensing configuration and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.